Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the patient was hospitalized due to diabetic ketoacidosis about a month or two ago. The patient's doctor told him to stay off the insulin pump until they figure out what's going on with his blood glucose. Once he's given the okay to go back on the insulin pump, the patient would like more training as he feels that four hours was not enough. Nothing further was reported.